Event description:
It was reported that the customer experienced a low glucose (bg) level of 28 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. Customer updated their settings and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.